Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. (B)(6). No product fault could be detected. Based on the complaint description the exact cause of the breakage can not be determined. It can only be presumed that the post operative activities caused a fatigue failure. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that a veterinary plate broke in situ. The dog jumped out of a car, the midshaft tibia and fibula were fractured this was a unstable fracture. A 3.5 dcp plate was placed on the tibia with eight 3.5 screws and one 4.5 screw. The most distal screw hole was dull so a 4.5 screw was placed instead of a 3.5 cortex screw. After one week of surgery, the wound healed without any complications. Two weeks after surgery, the paws felt a bit warm, with some fluid coming out of the wound. The paw and knee were somewhat exorotated, the plate broke four weeks post operation at the fracture line. This is report 1 of 1 for complaint (B)(4).